Event description:
The device (lot# 55942f, ID 9f2a5) was correctly placed at 34 cm (ge junction @ 40cm -6cm =34cm). After the surgeon ascertained the correct position for bravo placement, the suction was placed on the device in order for the capsule to detach from the handle. After placement, the md reinserted the egd scope for final inspection and a picture of the capsule was obtained. The surgeon noted that the device failed to attach properly and had migrated up the esophagus. The device was then retrieved and another capsule (lot# 56264f, ID# ad87c) was properly placed and adhered to the esophageal tissue at 34cm. FDA safety report ID #(B)(4).